Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 3 seconds, the balloon ruptured and separated vertically. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
Initial reporter city:(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 3 seconds, the balloon ruptured and separated vertically. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 25mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.